Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was grainy due to a faulty charged coupled device. Additional findings include: a failed leak test and a punctured cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head has a grainy image, the image will disappear or darken. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that charge-coupled device (ccd) failure was observed. Therefore, it is presumed that indicated phenomenon [no image] occurred because video function does not work due to ccd failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.